Event description:
Healthcare professional reported right side rupture. Healthcare professional confirmed right side rupture. Later, patient reported extracapsular rupture with the silicon gel spreading towards the vital organs and lymph nodes. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observation: red biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as surgical damage and missing shell observed assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. A further investigation is requested to review the workmanship observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Later, patient reported extracapsular rupture with the silicon gel spreading towards the vital organs and lymph nodes.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side rupture. Healthcare professional confirmed right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.